Event description:
It was reported that a malfunction occurred with the pump, displaying malfunction code 24, which could not be reset. There was no adverse impact to the customer¿s blood glucose level, and it was confirmed that the level did not exceed 500 mg/dl. The customer was instructed to revert to multiple daily injections as a backup therapy and was sent a replacement pump by technical support. The customer was informed on putting the pump into storage mode and the steps required for returning the problematic pump.